Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.